Manufacturer narrative:
No information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient who was implanted with a neurostimulator (ins) for dystonia and movement disorders. It was reported that the patient is schedule for a shoulder scope and reports the patient has high impedance readings. Caller reports contacts: 03: 5179 ohms, 13: 4833 ohms, 23: 3909 ohms. No symptoms were reported. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported the shoulder scope was not in relation to the device. The impedances were the same after as they were before the procedure and the patient was doing fine in recovery. No information was gathered as to when the impedance was first record at higher levels. No further action was needed at this time.